Event description:
Same case as 6000089-2004-01396, 1398, 6000093-2004-01390. It was reported that 5 days following a drug eluting stenting treatment procedure a thrombosis occurred. In 2004 the physician implanted three taxus express2 drug eluting stents (3.0 x 24 mm, 3.5 x 12 mm, 2.75 x 12 mm) and one express2 4.0 x 12 mm stent in the left anterior descending artery and the diagonal artery. The pt returned to cath lab five days later with a myocardial infarct and a thrombosis in the lad and diagonal. The treatment was an angioplasty with a quantum maverick 3.75 x 12 mm balloon, crossail 2.75 x 15 mm balloon and a voyager 1.5 x 15 mm balloon. Integrilin, heparin and nitroglycerin were administered during the procedure. The pt was discharged from the cath lab in stable condition.